Manufacturer narrative:
Concomitant medical devices: 4524-45 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, oversensing with noise, and pacing inhibition. A fracture was confirmed. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and myopotential oversensing, low impedance, and insulation damage. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.